Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use. The technical service representative (tsr) explained the alarm and had the caregiver (cg) cycle the power on the hc to clear the alarm. The hc was getting stuck at please wait and was in constant alarm. The tsr had the cg cycle the power one more time but the hc was still alarming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.